Event description:
Employee in ER squeezed to activate instant cold pack and product burst. Interior pack components entered employees eyes. Spoke with central supply, who stated the employee received 1000cc eye irrigation approximately 5 minutes after the incident occurred. Pt was diagnosed with a chemical corneal abrasion to the right eye. Pt had blurred vision until 9pm that evening. Pt saw an opthamologist the next day, who stated the employee was fine.